Manufacturer narrative:
This report is submitted on 13 october 2020.

Event description:
Per the clinic, the patient experienced bouts of vertigo subsequently was treated with steroids (type, date and duration not reported).